Event description:
It was reported that +14.5 diopter cc4204a collamer single piece lens was torn upon insertion. The lens was removed and another same model lens was implanted without patient incident.

Manufacturer narrative:
Pt weight: unknown brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens with aspheric. (B)(4). Method: lens work order search. Results: visual inspection of the returned lens showed on a piece of the optic/haptic was received. The rest of the lens was torn off and missing. The tip of the cartridge was damaged and there was a clear surgical residue on the lens. A lens work order search was performed and there were no similar complaints found. Conclusion: based on the complaint history, work order search and evaluation of the returned product, we were unable to determine a specific root cause of the event. (B)(4).